Manufacturer narrative:
(B)(4). Batch # p57g0j. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with two ecr45g cartridges reloads present. The reload ecr45g (b) was received partially fired with the pan and deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The reload ecr45g (c) was received partially fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a rectum procedure, could not fire. During the laparoscopic low rectal cancer surgery, could not fire with the device and green reload when severing the rectum. Another reload was used to continue the surgery, but the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient.